Manufacturer narrative:
Concomitant medical products: product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3 7744, serial# (B)(4), product type: programmer, patient; product ID 3708220, serial# (B)(4), implanted: (B)(6) 2012, product type: extension; product ID 37754, serial# (B)(4), product type: recharger; product ID 3987a, lot# n317585, implanted: (B)(6) 2012, product type: lead; product ID 3987a, lot# n282450, implanted: (B)(6) 2012, product type: lead. (B)(4).

Event description:
It was reported that the patient¿s stimulation turned up high automatically which caused spasms in the patient¿s hip and leg. Adaptive stimulation was not turned on. The patient was having trouble sleeping and their ankle, foot, and lower shin were sore. The patient went to adjust their stimulation but their programmer would not power on and then eventually did with an error code of 006. The keys did not look stuck to the patient and they were all functional. The patient¿s implantable neurostimulator (ins) turned off by itself. The patient briefly saw another code that possibly started with an ¿e¿ but they were not sure. The patient connected to their device again and no code came up. The patient was feeling stimulation at a comfortable level and could adjust their settings at the time of the report. The patient was seen on (B)(6) 2015 and reprogramming obtained adequate coverage. Additional information has been requested, but was not available as of the date of this report. If additional information is received, a follow up report will be sent.